Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having many no delivery alarms on the insulin pump. Customer's blood glucose level was 5.7 mmol/l. Nurse stated that she tried to push the insulin but it is not working at all. Nurse stated that the cause is the reservoir. Customer ran a manual prime of 5 units and then the alarm worked. Nurse was advised to change everything and have the customer fill a new reservoir at room temperature. Customer did another manual prime to make sure it is working fine. Everything worked perfectly. Customer was advised to monitor the issue carefully. No further assistance needed.